Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during a vaginal repair with obtryx sling procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the patient¿s fascia was noted to be tough and the physician experienced difficulty passing the trocar of the device through the patient¿s tissue. When the trocar finally went through, it punctured the tip of the physician's finger. No medical intervention was required as a result of this event. The procedure was completed using this device, and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.